Event description:
The patient received her scs system which included an ipg on (B)(6) 2007. The patient reported feeling heat at the ipg implant site when the stimulation was on. The patient also indicated a feeling of "warmth" around her knee when charging her ipg. The device was explanted and replaced. The explanted ipg was returned to ans for evaluation. No additional information is available.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg passed all functional testing including the saline test which tests for possible overstimulation. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.